Manufacturer narrative:
The returned tb-0535fcs (lot#: kr847224) was evaluated for ¿probe broke off and error message¿ issue. The reported complaint was confirmed. The device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed and no abnormalities. The distal end of the device was inspected under a microscope and found the probe is detached. The detached portion is not returned. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of ¿probe broke off and error message¿ is attributed to the probe coming in contact with hard or metallic surface during activation. The error message is attributed to the detached, broken probe.

Manufacturer narrative:
The subject device was not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
1 of 2. It was reported that two titanium probes broke identically where the titanium probe exits the 5mm shaft of the device, at the hinge. During a tlh (total laparoscopic hysterectomy) the physician received level errors warnings, stopped, reset and continued. A probe damage error was received, the physician removed the probe to check for damage, no damage noted. The procedure was continued, he closed the jaw, put it into the trocar and saw on the screen the entire jaw moved 90 degrees, the device was removed from the trocar and it was noticed that the probe fell off in the patient. The probe was removed from the patient. A second tb-0535fcs from the same lot# was opened, performed probe check prior to use showed the device was intact. During the 3rd transection of the colpotomy a probe damage error displayed. The physician removed the probe to check for damage, no damage noted. A short time later it was noticed that the probe broke off in the patient. The probe was removed from the patient without difficulty. The colpotomy was completed with a third tb-0535fcs.